Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states the device had to be replaced due to a rupture of the tube under the outer collar. There was no harm to the patient.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two photos and one sample were received at the manufacturing site for evaluation. The sample was visually inspected according to procedure. It was observed that there was a rupture under the outer collar. The reported condition is confirmed. A corrective and preventative action (CAPA) was opened to determine the root cause and corrective actions. This complaint will be used for tracking and trending purposes.